Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No excessive no delivery alarm was noted. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Event description:
Customer called in to report the insulin pump alarmed for no delivery. The alarm was resolved by a complete set change. Customer declined to return the set for analysis. Customer also refulsed troubleshooting for high blood glucose. Advised that the insulin pump will be replaced. Customer also mentioned a previous hospitalization for diabetic ketoacidosis. Nothing further reported.